Manufacturer narrative:
Investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20ga nexiva device with the needle fully retracted within the gray shield component, however the tip shield has not separated from the winged adapter. The reported issue was confirmed as the device failed to decouple. The photo provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after placing it in the vein. This occurred with 2 catheters during use. The following information was provided by the initial reporter: "while inserting a 20g bd nexiva IV, the IV catheter and safety device with needle in it would not separate from the IV catheter that was in the vein. This happened with 2 different IV insertions. The patient had to be poked x3 since 2 of the IV's were defective. What was the original intended procedure? : IV access.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after placing it in the vein. This occurred with 2 catheters during use. The following information was provided by the initial reporter: "while inserting a 20g bd nexiva IV, the IV catheter and safety device with needle in it would not separate from the IV catheter that was in the vein. This happened with 2 different IV insertions. The patient had to be poked x3 since 2 of the IV's were defective. What was the original intended procedure? : IV access".

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # 2400930000-2023-8005. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.